Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and a 23j shock due to atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that the atp may have sped up the rate. Technical services (ts) recommended increasing the ventricular tachycardia (vt)-1 rate zone cutoff, program onset stability as a discriminator, and/or rate control medications. This device remains in service. No additional adverse patient effects were reported.